Event description:
Surgeon was performing a spinal revision and construct extension. It was reported that two expedium di screwdrivers (2797-02-050) tip broke when inserting 9.0mm screws into sacrum. One driver tip was recovered from inside the screw, the other was not. Screws were left in the patient. In the same case a t20 sahft (2797-02-050) tip broke off when attempting to remove a 9.0mm screw from sacrum tip. Tip was not recovered. Screw was also left in the patient. As unintended pieces were left in the body and MDR is being filed to document these events. Devoce 1 see also: 1526439-2006-00247.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Events of this type are typically caused by excessive force placed on the instrument during use.